Event description:
During a labrel repair procedure, a surgeon implanted 1 device without any issues. When he went to place the second anchor, it broke. The surgeon used an awl to make a pilot hole; screwed in the anchor when he got to the black line, he felt a snap. The surgeon then pulled the handle out and the suture came with it. Sales rep stated that the surgeon was doing a labral repair on a pt with hard bone. The threaded portion of the anchor remains embedded in the pt's bone. A delay occurred, but it is unk how long at this time. A third anchor of the same lot was opened, but not used. Repair was completed using a competitor's anchor. A delay of 15 mins resulted. The surgeon does not use the ao 2-finger technique when inserting twinflex anchors. No pt injury or complications resulted.

Manufacturer narrative:
Three inserters were returned. One is missing its anchor and suture, which was implanted. The second device has the anchor and suture still in the inserter. The third has the eyelet portion of the anchor and suture in the inserter. The second anchor is misaligned with the inserter's hex. Removal of the anchor showed the eyelet is deformed. According to the customer, the ao 2-finger technique is not utilized when inserting the anchors, which would place excessive forces on the anchor.